Event description:
Caller reported experiencing a cartridge alarm issue, specifically cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue independently by reloading the cartridge and resuming insulin therapy, with no further alarms reported with the pump. Cts to replace pump. Customer will continue to use current pump or shots.